Event description:
The following occurred during the pt's shoulder surgery: the glenoid base plate was impacted into place and fixed with 4 screws. The anterior compression screw and the two locking screws all gained excellent purchase on the bone, the posterior compression screw being suboptimal purchase. The soft tissues were retracted widely, excellent exposure was obtained. There was clearly nothing obstructing insertion of the glenosphere. It was impacted into place. The screw could however not be forced to engage. It was wiggled and twisted and turned and the physician applied longitudinal pressure to it. It would not engage. The glenosphere was removed and again, everything cleaned circumferentially and the situation inspected. No problems capable of obstructing full impaction of the base plate were identified. The base plate was impacted and went down quite well, actually prior to the impaction. Simply with manipulation it could be felt to engage and was then impacted. The screw could not be inserted in any technique. Again the physician attempted to remove the glenosphere. It would not dissociate from the underlying base plate. The physician could not get the screw to advance. An untenable situation was created. It was clearly necessary to remove the glenoid base plate. The physician could however, not accomplish this and in attempting to, the entire base plate and all of its screws was torn out and the glenoid fractured. The situation was carefully assessed. There was not sufficient bone remaining to allow secure fixation of the base plate. The fracture pattern was assessed and it was decided that no internal fixation was required. A femoral head was morselized and an allograft impacted into place. It was decided to perform a hemi arthroplasty. Pt condition satisfactory and stable.